Event description:
Customer reported to beckman coulter, inc. (Bec) that 200 ml of clear fluid was leaking from underneath the coulter act diff 2 analyzer and onto the countertop. Customer reported the leak was not contained within the instrument customer reported that the leak affected five patient results which were reported outside the laboratory. Customer reported the physicians were alerted to the erroneous results before patient treatment was affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the waste from the instrument was backing up into the vacuum chamber. The fse found the waste pump was moving too slow to drain the instrument properly. The fse replaced the waste pump assembly to resolve the issue.